Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (B)(4) on 05-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("on right essure insert in region of isthmus") and menorrhagia ("haemorrhagic menstrual periods") in a female patient who had essure (batch no. Unknown) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I and parity 1. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual periods"), endometriosis ("endometriosis"), fatigue ("chronic fatigue"), allergic respiratory disease ("respiratory allergy"), rhinitis allergic ("allergic rhinitis"), urinary tract infection ("chronic urinary tract infection"), urinary incontinence ("urinary incontinence"), migraine ("migraines"), endocrine disorder ("endocrine disturbances"), genital disorder female ("gynaecological disturbances"), cognitive disorder ("cognitive disturbances"), arthralgia ("joint pain"), cough ("dry cough"), somnambulism ("recurrent nocturnal waking"), myalgia ("muscle pain") and general physical health deterioration ("progressive deterioration of health and consequences on work"). On (B)(6) 2014, the patient experienced allergy to metals ("allergy to nickel and cobalt"). In (B)(6) 2015, the patient experienced hypothyroidism ("destabilisation of hypothyroidism"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of insert on right side on (B)(6) 2017) and surgery (in (B)(6) 2014 an endometrial ablation by thermocoagulation was performed). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the device expulsion had resolved. At the time of the report, the menorrhagia, dysmenorrhoea, endometriosis, fatigue, allergic respiratory disease, rhinitis allergic, urinary tract infection, urinary incontinence, migraine, endocrine disorder, genital disorder female, cognitive disorder, arthralgia, cough, somnambulism, myalgia, hypothyroidism and general physical health deterioration was resolving and the allergy to metals outcome was unknown. The reporter provided no causality assessment for allergic respiratory disease, allergy to metals, arthralgia, cognitive disorder, cough, device expulsion, dysmenorrhoea, endocrine disorder, endometriosis, fatigue, general physical health deterioration, genital disorder female, hypothyroidism, menorrhagia, migraine, myalgia, rhinitis allergic, somnambulism, urinary incontinence and urinary tract infection with essure. The reporter commented: chronic urinary tract infection and urinary incontinence was treated with perineal re-education. Progressive recovery following removal of essure device on (B)(6) 2017. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-may-2017 for the following meddra preferred terms: device expulsion. The analysis in the global safety database revealed 239 cases. Menorrhagia. The analysis in the global safety database revealed 395 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 11-may-2017: quality-safety evaluation of ptc company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and on right side essure was inserted in region of isthmus (seen as device expulsion) and she presented haemorrhagic menstrual periods. Consumer underwent an endometrial ablation by thermocoagulation due to excessive bleeding and removal of insert on right side performed approximately 4 months after placement. Both events are serious due to medical importance and unanticipated in the reference safety information for essure. In the present case, after essure insertion the right essure coil was found in isthmus and removal was necessary. The exact date and mechanism of the event is unknown. Given its nature, a causal relationship with essure cannot be excluded. Regarding haemorrhagic menstrual periods, essure therapy may cause changes in bleeding patterns. Thus, considering event's nature and positive temporal relationship the causality between this event and the micro insert cannot be excluded. This case was regarded as incident since device removal was required. A product technical investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. No further information will be available, because health authority does not allow active follow-up.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("on right essure insert in region of isthmus") and menorrhagia ("haemorrhagic menstrual periods") in a female patient who had essure (batch no. Unknown) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I and parity 1. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual periods"), endometriosis ("endometriosis"), fatigue ("chronic fatigue"), allergic respiratory disease ("respiratory allergy"), rhinitis allergic ("allergic rhinitis"), urinary tract infection ("chronic urinary tract infection"), urinary incontinence ("urinary incontinence"), migraine ("migraines"), endocrine disorder ("endocrine disturbances"), genital disorder female ("gynaecological disturbances"), cognitive disorder ("cognitive disturbances"), arthralgia ("joint pain"), cough ("dry cough"), middle insomnia ("recurrent nocturnal waking"), myalgia ("muscle pain") and general physical health deterioration ("progressive deterioration of health and consequences on work"). On (B)(6) 2014, the patient experienced allergy to metals ("allergy to nickel and cobalt"). In (B)(6) 2015, the patient experienced hypothyroidism ("destabilisation of hypothyroidism"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (in (B)(6) 2014 an endometrial ablation by thermocoagulation was performed and on (B)(6) 2017 removal of insert on right side ). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the device expulsion had resolved. At the time of the report, the menorrhagia, dysmenorrhoea, endometriosis, fatigue, allergic respiratory disease, rhinitis allergic, urinary tract infection, urinary incontinence, migraine, endocrine disorder, genital disorder female, cognitive disorder, arthralgia, cough, middle insomnia, myalgia, hypothyroidism and general physical health deterioration was resolving and the allergy to metals outcome was unknown. The reporter provided no causality assessment for allergic respiratory disease, allergy to metals, arthralgia, cognitive disorder, cough, device expulsion, dysmenorrhoea, endocrine disorder, endometriosis, fatigue, general physical health deterioration, genital disorder female, hypothyroidism, menorrhagia, middle insomnia, migraine, myalgia, rhinitis allergic, urinary incontinence and urinary tract infection with essure. The reporter commented: chronic urinary tract infection and urinary incontinence was treated with perineal re-education. Progressive recovery following removal of essure device on (B)(6) 2017. Further company follow-up with the regulatory authority is not possible. This non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and on right side essure was inserted in region of isthmus (seen as device expulsion) and she presented haemorrhagic menstrual periods. Consumer underwent an endometrial ablation by thermocoagulation due to excessive bleeding and removal of insert on right side performed approximately 4 months after placement. Both events are serious due to medical importance and unanticipated in the reference safety information for essure. In the present case, after essure insertion the right essure coil was found in isthmus and removal was necessary. The exact date and mechanism of the event is unknown. Given its nature, a causal relationship with essure cannot be excluded. Regarding haemorrhagic menstrual periods, essure therapy may cause changes in bleeding patterns. Thus, considering event's nature and positive temporal relationship the causality between this event and the micro insert cannot be excluded. This case was regarded as incident since device removal was required. The product technical analysis has been sought. No further information will be available, because health authority does not allow active follow-up.